Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation:autoimmune disorder, pain, deflation. (B)(4). Medical device removal, surgical intervention. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female who underwent primary breast augmentation with a mentor smooth round moderate profile 275cc saline prosthesis experienced possible bilateral deflation, costochondritis, appendicitis, anxiety, brain fog, chest/breast pain, heart palpitations, fatigue, joint pain, breasts pain, positive ana markers, and fibromyalgia post procedure. The patient stated that all of these symptoms started soon after getting the implants. Patient had appendectomy due to burning of nerves in back and neck in addition to medication. These diagnoses were through blood work as patient stated, also, lumps on left breast, which happened to be calcification on the capsule. As a result patient underwent bilateral removal with no replacements on (B)(6) 2020. Per report patient indicates her recovery was about 90%. This report relates to left prosthesis.